Event description:
Customer stated that the meter was reading low results like 28mg/dl and 35mg/dl and pt didn't think these results were accurate. A review of the system was conducted over the phone. This review indicated that the meter was missing segments from the hundreds position of the display. The customer was asked to return the meter for further evaluation and a replacement was provided.